Manufacturer narrative:
Insulin pump was received with blank display due to corroded battery tube. No damage found on connector/lcd isolation tape noted. Unable to perform the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test due to corroded battery tube. Insulin pump was received without original battery. No corroded/hot/fired battery noted. Insulin pump had minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump's battery was discolored. There was some brown and corrosion on the batteries. The customer tried a battery from another box and it happened again. She cleaned the battery compartment with a q-tip but nothing came out. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.